Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of five speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy for variceal banding procedure for esophageal varices performed on (B)(6) 2024. During the procedure, the device was assembled according to instructions, but the physician was unable to deploy the first ligation band, requiring the scope to be removed from the patient for troubleshooting. The first band ended up being deployed outside the patient. The procedure was completed with one less ligation band. This problem occurred with four other devices from the same lot, used by different physicians and nursing teams. The nurse in charge reported that all these devices would not deploy the first band inside the patient, and sometimes even the second band had to be deployed outside. The procedure was completed with this device. There were no reported patient complications as a result of this event.

Event description:
This report pertains to one of five speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy for variceal banding procedure for esophageal varices performed on (B)(6) 2024. During the procedure, the device was assembled according to instructions, but the physician was unable to deploy the first ligation band, requiring the scope to be removed from the patient for troubleshooting. The first band ended up being deployed outside the patient. The procedure was completed with one less ligation band. This problem occurred with four other devices from the same lot, used by different physicians and nursing teams. The nurse in charge reported that all these devices would not deploy the first band inside the patient, and sometimes even the second band had to be deployed outside. The procedure was completed with this device. There were no reported patient complications as a result of this event. Additional information received on december 9, 2024: the anatomy location is in the esophagus. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
H2 (additional information): b5 has been updated based on the additional information received on december 9, 2024. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.